Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the act and esc buttons were not working. Customer was stuck on the home screen. Customer stated that the time was advancing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display followed by an unexpected constant audio tone alarm. After disassembling the electronic assembly stack and reassembling the electronic assembly stack, device power up properly. Problem isolated to electronic assy. Unable to verify button keypad anomaly or perform displacement test or self test due to blank display.